Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. On the same day as onset, the patient was hospitalized. The cause of the peritonitis was unknown. The patient was treated with injection (inj) amikacin (250 mg ip, twice per day) for the peritonitis event. It was reported that therapy was ongoing. The patient was reported to be recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.